Manufacturer narrative:
(B)(4). Examination of the returned device revealed the catheter was separated into 3 pieces. The hub was completely detached from the shaft. Torsional damage was noted 2.5cm from the separated end. Blood was noted on the shaft as well as multiple kinks. No other damage or irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an unspecified treatment procedure, there was difficulty engaging the target vessel with the guide catheter. The target lesion was located in the tortuous and calcified iliac artery. Four 6fr mach1 guide catheters were attempted to be used in the vessel, but "twisted" due to the anatomy. The physician then exchanged the sheath for a longer one and the procedure was completed with a different device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed a shaft break.